Event description:
Report received of an over-delivery of IV fluids. The pump was programmed to deliver 40meq of kci in 100ml of normal saline at 40ml/hour on line d. The volume of the container was programmed for either 95 or 100ml. The customer reported that the 100ml bag was empty in 15 minutes, but review of the infusion history log by the customer showed that only 5.9ml had been infused to the pt. The customer stated that there were no air-in-line alarms in the history log. The pump alarmed when the bag was empty. The customer reported that there was a primary infusion on line a, but could not recall what was infusing. The customer also could not recall what was infusing. The customer also could not recall what was infusing on any of the other lines. There was no reported adverse event with the pt. Though requested, there was no further info available.